Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record could not be performed as the lot number was unknown. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: since, an investigation could not be performed bd was unable to determine a possible root cause. Rationale: without a sample no corrective actions could be identified.

Event description:
It was reported that unspecified bd¿ insyte autoguard bc pro catheter had occurrences of infections on 7 occasions and there were needle stick injuries on 55 occasions. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via post market survey that clinicians encountered occurrences of bloodstream infections (e.g. Blood stream bacteraemia, sepsis) (7), phlebitis (217), infiltration / extravasation (269), needlestick injury after use on patient after safety mechanism activation (55), catheter occlusion (352), and "punctures" (8). Additional information related to bloodstream infection: "antibiotherapy" (39625). Additional information related to phlebitis: "a switch to a central venous catheter." (39435). Additional information related to catheter occlusion: "a switch to a central venous catheter." (39435).